Manufacturer narrative:
Visual inspection of the returned abutment confirmed that it had fractured at the threaded portion. No lot or order number has been provided for review. A review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The doctor reported that the abutment screw fractured when the patient bit down.